Manufacturer narrative:
H.6. Investigation: one sample was received for investigation. It came in a ziploc plastic bag in its sealed packaging blister. This is a representative sample and has no foreign matter nor any other defect. One photo was provided. The picture shows a syringe. The syringe has what appears a blue strip at the bottom of the syringe barrel. The lot# reported as unknown; however, one lot number was reported as possible; there was no documentation for this type of defect during the entire production run of this batch. With no sample analysis, a probable root cause could not be offered. Based on the investigation and with the photo-sample analysis, the symptom reported by the customer is confirmed. However, the source of the foreign matter is not confirmed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor the associated assembly batches.

Event description:
It was reported that blue strips of foreign matter were found in 2 bd luer-lok¿ tip syringes' barrels before use. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "bd sterile 50ml luer lock syring cat# 039653 have been found with blue strips in them. This occurred twice in 2 consecutive days now by our anesthesiologist in the process of using to a patient." "Customer indicated that this issue occurred 08/04, 08/05 and 08/06. Customer indicated that this was discovered before use by the anesthesiologist. Customer is unable to confirm the lot number of the affected syringe but did provide possible lot (remaining syringes in anesthesiologist's bin). Customer was not informed of what medication had been drawn into the syringe. Customer also noted that although this was discovered before use, they are not certain that medication in the past was administered may also have had this issue." "Customer confirmed that the fm was inside of the barrel. Noted that this was discovered before drawing up medication (medication still unknown at this time). Customer stated that the anesthesiologist tech retrieved the syringe from the anesthesiologist store room and that the syringe was opened and filled in the sterile field shortly before the procedure".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that blue strips of foreign matter were found in 2 bd luer-lok¿ tip syringes' barrels before use. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "bd sterile 50ml luer lock syringe cat# 039653 have been found with blue strips in them. This occurred twice in 2 consecutive days now by our anesthesiologist in the process of using to a patient." "Customer indicated that this issue occurred 08/04, 08/05 and 08/06. Customer indicated that this was discovered before use by the anesthesiologist. Customer is unable to confirm the lot number of the affected syringe but did provide possible lot (remaining syringes in anesthesiologist's bin). Customer was not informed of what medication had been drawn into the syringe. Customer also noted that although this was discovered before use, they are not certain that medication in the past was administered may also have had this issue." "Customer confirmed that the fm was inside of the barrel. Noted that this was discovered before drawing up medication (medication still unknown at this time). Customer stated that the anesthesiologist tech retrieved the syringe from the anesthesiologist store room and that the syringe was opened and filled in the sterile field shortly before the procedure".